Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was on disconnected mode and unable to access patient. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) contacted customer and recommended that the customer double-check the network connection, and if the connection appeared to be good, then reach out the information technology team to confirm that the port was active. Then, the tss confirmed that the customer reseated the network connection to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.